Event description:
It was reported that this right ventricular (rv) lead was exhibiting intrinsic low amplitude. No additional information is available at the moment. No adverse patient effects were reported. This report reflects information received by the FDA in the form of a notification per 803.22 (b)(2).